Event description:
It was reported that this pacemaker patient experienced a syncopal episode. The device was interrogated and there was no pacing, and the patient had an escape rhythm at 30 beats per minute (bpm). An x-ray was performed and it appeared the right ventricular (rv) lead terminal pin was not extending past the terminal blocks in the header. Isometrics were performed and only a little bit of muscle noise was reproduced. In addition, a lead safety switch (lss) was declared on the rv lead due to high out of range pacing impedances, measuring greater than 2000 ohms. The lead measurements were satisfactory in the unipolar configuration, however, when reprogrammed to the bipolar configuration there was no output on the rv lead. A fracture was suspected. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. The pacemaker remains in service. No additional adverse patient effects were reported.